Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu bios was evaluated and reconfigured. The hard disk drive was reformatted and the system software and configuration files were also evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot, displayed an error and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The fse confirmed the problem reported by the customer of intermittent not boot up, all lights on c-arm control panel blinking. The fse determined the cause of the problem to be a faulty cpu/sbc. The mini c-arm single board computer (sbc) is a cpu with a processor and sdram memory. Its I/o interfaces include pci, isa, 10/100 base-t ethernet, usb, ide and (B)(4). The sbc provides primary control of the entire imaging system. It interfaces with every major assembly in the workstation, and communicates with intelligent devices in the generator through the arcnet controller on the system interface pcb. Problems in this assembly can inhibit the boot process. The fse issued a quote for replacement but quote has not yet been accepted. This will be closed as a customer refusal of quote. Based on the age of the system (last year manufactured, 2006) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.